Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery depletion (bd) alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. The field representative would follow up with the clinic. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery depletion (bd) alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. The field representative would follow up with the clinic. This s-ICD remains in service. No adverse patient effects were reported.